Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, stuck pump was noted. The device was removed and another inflatable penile prosthesis was implanted.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. Titan touch pump, two cylinders, and reservoir were received for evaluation. No functional abnormalities were noted with any of the returned components. Because the available information did not indicate what factors may have contributed to the reported "stuck pump", and because no functional abnormalities were noted, the cause of this reported event could not be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.